Event description:
It was reported that the pt presented with an ami. Surgery was planned in the next few daus, but a stenting procedure was attempted to treat a heavily calcified lad lesion. The lesion was ballooned without issues and the minivision was advanced, but would not cross. The stent delivery system (sds) was removed from the pt at which time it was noted that the stent had dislodged and remained in the lad. The pt went to surgery for CABG and it is though that the stent was removed at that time. The pt is doing well.